Event description:
Customer sent a complaint to our company informing that the condom broke during intercourse and that his partner has (B)(6). The customer did not require medical attention but an MDR is being filed due to (B)(6).

Manufacturer narrative:
(B)(4) - ansell healthcare products llc submitting this report on behalf of suretex ltd.